Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital feeling unwell with a heart rate of 20-30 beats per minute. Review of the implanted system revealed that this right ventricular (rv) lead was exhibiting noise that was oversensed and led to pacing inhibition. The noise appeared to be consistent with the minute ventilation sensor but did not disappear when the sensor was programmed off. Further noise appeared to be consistent with p-wave oversensing. Eventually, the system was reprogrammed and pacing was restored. A rv lead fracture was suspected and a revision procedure was scheduled. During the revision, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.